Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lcd screen had scratches and cracks. Functional testing involved three separate delivery accuracy tests and at least one or more test was outside the pump's delivery accuracy manufacturing specifications. The investigation determined that the expulsor being out of mechanical specifications was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited low volume output. No patient injury reported.